Event description:
It was reported, the patient had stimulation in the wrong location and their lead was replaced. It was stated, the patient told their physician that the stimulation location had changed and they wanted the lead replaced. It was noted, the issue was resolved and the patient¿s outcome was reported as no injury. It was stated there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
PMA 510(k): added missing PMA number.